Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a previous spinal cord stimulator in the past and it is unknown if it was explanted or replaced. No further information could be obtained despite good faith effort.